Event description:
It was reported that the patient's lead and extension were replaced on (B)(6) 2012. The manufacturer device registry showed that a new lead and extension were implanted, but did not show that the old lead and extension were explanted. The patient outcome was reported as resolved without sequela, though it was noted that it was not possible to sync the device.

Event description:
Additional information indicated the event was due to lack of efficacy. No patient death or injury were reported.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) found no anomalies. Analysis of the octad lead kit found that the lead body had been segmented.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v565966, implanted: 2010 (B)(6), explanted: unk; lead model 3889-28, lot# v686988, implanted: 2012 (B)(6), explanted: unk; extension model 3095-10, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; extension model 3095-10, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).

Manufacturer narrative:
Product ID 3898, explanted: 2012 (B)(6), product type lead, product ID 3889-28, lot# v565966, implanted: 2010 (b)(6,) product type lead, product ID 3889-28, lot# v686988, implanted: 2012 (B)(6), product type lead, product ID 3095-10, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3095-10, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.